Event description:
It was reported to philips that the system gave an alert indicating geometry movements were partly available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred with a patient on the table for a transcatheter aortic valve replacement (tavr). The procedure was completed by bringing a surgical c-arm and with a delay of 40 minutes. It was reported to philips that the geometry movements were partly available, stand and table were not moving. Review of the logfile shows system geometry partly available and low voltage power supply in the r-cabinet. Upon troubleshooting, the philips remote service engineer (rse) checked the system with the customer remotely and found that the system was experiencing issues with the stand and the table not moving, an error message was displayed regarding partly available geometry movement. The rse advised to check the status of the geo ipc led lights to diagnose pc and requested part replacement to the onsite support. The philips field service engineer (fse) checked the system onsite and found that the system was not powering up correctly, and geo module tso box had no power. On further troubleshooting the fse found issues with the bad power supply. To resolve the issue, the fse replaced the power distribution assembly. The defective part was sent for analysis, for power distribution assembly, malfunction was observed and the failure was found to be tripped fuses. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.